Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during pulmonary artery resection lobectomy, the surgeon tried to fire the device, however could not squeeze the handle at all. The surgeon did not re-clamp the tissue. There was low potential of pre-firing. The sales representative noticed no staples are exposed from the distal end of the cartridge. The procedure was completed with another device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.